Event description:
Customer called to report that the back of her reservoirs was leaking insulin. Customer stated that this problem happened on various occasions. Advised customer to save reservoirs and send back to minimed.